Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter an unknown sheath. After removal of the device, the atraumatic tip was found split. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The vcd was used in transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The vcd was prepped and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The deployer¿s mynx training status is mynx certified. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity at the puncture femoral site. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was found in the open position, and the syringe was not returned with the device. The sealant was present in its manufactured position and fully covered by the sealant sleeves, with no abnormalities observed on the sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. However, the atraumatic tip exhibited a kinked portion. No additional anomalies were observed during the visual analysis. Dimensional analysis was conducted to verify the balloon catheter profile distal to the balloon. The measured value was within the defined specification. The measurement was taken using a calibrated micrometer. A functional test was performed using a 5f cordis laboratory sample csi. The unit was inserted into and withdrawn from the csi without encountering any friction or resistance. The reported event of ¿mynx control system-impeded¿ was not observed through analysis of the returned device since it passed the insertion/withdrawal test and dimensional analysis. Also, the reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a kinked/bent condition of the atraumatic tip noted, which may have been the condition experienced by the customer. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user since there were no anomalies noted during insertion/withdrawal into the lab sample csi during functional analysis. However, procedural/handling factors (even though it was reported that excess force was not applied during insertion) and/or procedural sheath factors (which was not returned for analysis) possibly contributed to the issues experienced by the user, including the subsequent kinked/bent condition of the atraumatic tip. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter an unknown sheath. After removal of the device the atraumatic tip was found split. Therefore, the product wasn't available and manual compression was performed for 20 minutes. The vcd was used in transfemoral cerebral angiogram using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The vcd was prepped and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The deployer¿s mynx training status is mynx certified. The device was used with a 5f non-cordis sheath. There was little vessel tortuosity at the puncture femoral site. The sheath was not kinked or bent upon removal. No excess force was applied during insertion. The device is being returned for evaluation.